Event description:
Reporter indicated that a handheld computer's screen was freezing when "interrogation successful" was displayed on the screen. The issue has occurred multiple times. Soft resets were performed to resolve the issues. The handheld computer and flashcard will not be returned.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.